Event description:
It was reported that the pt experienced a loss of therapeutic efficacy after going through airport security. Pt confirmed there was an unspecified issue with the therapy using the pt programmer. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report# 3004209178-2008-05890.